Manufacturer narrative:
(B)(4).batch # unk. Date of event unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that 44 units had a pink temperature gauge. No patient consequences reported. No further information is available.